Event description:
The manufacturer received information from a nurse alleging that a ventilator service required alarm occurred while using a trilogy o2 device. The device was replaced with another device at the customer site. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, ripc communication to oxygen blending module (obm) failed, was observed on the device's error log. The manufacturer's service technician further evaluated and determined the oxygen blender printed circuit assembly and interface pca had caused the ventilator service required alarm to occur on the device. In conclusion, the device's oxygen blender pca and interface pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the trilogy o2 pm1 kit was replaced for preventative maintenance unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the oxygen blender printed circuit assembly (pca) and interface pca is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.